Event description:
Procedure performed: lap chole. Event description: [hospital]. A portion of the bag ripped and was left in the patient after the specimen was removed. The portion of the bag was retrieved from the patient. Additional information received from applied account mgr via telephone on 17sep2024: no patient injury occurred. Case was completed with the same device. The procedure being performed was a lap chole. The port size was enlarged. It is unknown if there was spillage out of the break on the bag. The break occurred at the bag cuff. The lot number is 1526883. The product is not available for return because it was thrown into a sharps bin after use. The complaint device is not available for return. Intervention: case was completed with the same device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, representative sterile units were returned. Testing was performed on the representative units. However, the complainant¿s experience could not be replicated or confirmed as no damages were observed on the devices. Based on the description of the event, it is likely that a sharp instrument or object came in contact with the specimen bag, causing the bag to fragment. [Correction] the brand name in section d1, the primary/additional UDI number, expiration date in section d4, the device manufacturing date in section h4, and type of investigation in section h6 have been updated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. Event description: [hospital]. A portion of the bag ripped and was left in the patient after the specimen was removed. The portion of the bag was retrieved from the patient. Additional information received from applied account mgr via telephone on 17sep2024: no patient injury occurred. Case was completed with the same device. The procedure being performed was a lap chole. The port size was enlarged. It is unknown if there was spillage out of the break on the bag. The break occurred at the bag cuff. The lot number is 1526883. The product is not available for return because it was thrown into a sharps bin after use. The complaint device is not available for return. Intervention: case was completed with the same device. Patient status: no patient injury.